Event description:
The patient was admitted to the intensive care unit, due to what was believed to be an opiate overdose. The field representative turned the pump dosage down. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.